Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed and patient was asystolic. External defibrillation pads also failed to capture. The patient went into arrest and subsequently passed away.